Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose value from reported event was 523 mg/dl and sensor glucose value from reported event was 400 m/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Customer stated that they had broke hip and was a bit slow but insulin pump and meter were not giving accurate readings. Customer states the site was not actively bleeding. Customer would not like to continue troubleshooting site issue. The devices will not be returned for analysis.